Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient performed a software update on their tandem insulin pump between 9:20 am and 10:00 am. Later that day, around 1:00¿1:30 pm, the patient began experiencing nausea, with a dexcom cgm reading of approximately 150 mg/dl. The nausea worsened, and by 2:00 pm, the patient became violently ill. At that time, the cgm reading was 160 mg/dl, while a fingerstick blood glucose reading showed 60 mg/dl. At approximately 3:30 pm, another fingerstick was performed, showing a bg reading of 51 mg/dl, while the cgm displayed values between 110¿130 mg/dl. The patient attempted to consume liquid glucose, but was unable to raise their blood glucose levels. By 4:30 pm, the patient¿s spouse found the patient slumped over at his desk and unresponsive. She had attempted to call him earlier but received no response. The patient later reported being unable to activate siri due to slurred speech. The insulin pump was removed, and truplus liquid glucose shots (15g carbohydrates per bottle) were administered. By the evening, the patient began to recover. A post-treatment fingerstick showed a bg reading of 60¿65 mg/dl, while the cgm read 120 mg/dl. Blood glucose levels gradually increased and stabilized around 120 mg/dl later that night. Following the pump update, it was discovered that the basal rates had doubled unexpectedly, a change the patient was unaware of while managing the hypoglycemic episode. At the time of reporting, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient began experiencing nausea. The reported glucose values fall within the d zone of the parkes error grid when the nausea worsened. The reported glucose values fall within the c and d zone of the parkes error grid at approximately 3:30 pm. The reported glucose values fall within the c of the parkes error grid during the post-treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.